Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:flex user guide: ¿do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could lead to a very low or very high bg level. You can always adjust the insulin units up or down before you decide to deliver your bolus.¿ device not returned.

Event description:
It was reported that the customer was going to enter 45 grams of carbohydrates; however, the customer entered it as insulin units and delivered the bolus. The customer immediately stopped insulin delivery and disconnected from the site. The customer resumed insulin delivery by entering 45 into the carbohydrate field. Reportedly, the customer feels fine and stated that blood glucose levels were not impacted.